Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient experienced inadequate stimulation for their targeted pain pattern of the lower back and si joint. Patient was receiving mostly uncomfortable stimulation in the ribs and stomach areas. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.